Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was observed as a posterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: corrected lot # from 4111941 to 5010741. D4: corrected expiration date from 9/30/2026 to 11/30/2026. D4: corrected primary UDI number updated from (B)(4) to (B)(4). H4: corrected device mfg date from 11/19/2024 to 1/7/2025.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, while pre-placing a second proglide, the physician felt a snap while removing the plunger (step 3). The suture was prematurely cut inside the body of the device. The suture of one new proglide device was pre-placed. The sheath was upsized and the procedure was completed. Hemostasis was achieved via the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.